Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the occlusion alarms with lipids on the lvp, typically they would re-load the IV set, disconnect and reattach the line to troubleshoot. The event was reported to bd associate during site visit. There was patient involvement but no harm.